Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted due to the advisory on this device model. This implantable transvenous defibrillation lead was determined to be dislodged upon predischarge interrogation from the hospital. The patient had a stable normal sinus rhythm. There were no therapy delivery issues reported.